Event description:
Surgeon performed a revision on patient as a result of a post-op fracture. It was reported that ascension pip size 20 proximal matched with a pip size 10 distal implants were removed from a patient's finger, because of a stem fracture in the proximal component. The original implant was performed in 2006. The implant was reported to have fractured post-operatively. The explanted ascension prostheses were returned to ascension orthopedics for analysis.

Manufacturer narrative:
A visual examination of the implants was performed with the aid of a stereomicroscope and oblique lighting. Results: visual examination aided with a stereomicroscope of the retrieved size 20 proximal and size 10 distal implants revealed that the distal implant component was intact. The proximal component had fractured at approximately 1/3 of the stem length. The stem fracture exhibited a compression ridge on the dorsal aspect, which indicates a volar aspect fracture origin. River lines on the fracture surface indicated a fracture origin along the volar aspect of the stem. The stem surface in the fracture origin region was relatively smooth and unmarked. The fracture surface appeared fresh and did not exhibit signs of rubbing wear in the fracture origin regions. The articulating surfaces of the implants exhibited very slight burnishing wear in the contact regions. Two chips were apparent on the distal component surface along the dorsal aspect in non-contact regions. Both chips exhibited fresh fracture. Discussion: fracture appearance and morphology were consistent with a rapid brittle fracture in bending overload. Bending and fracture progression was volar to dorsal, which indicates that the fracture was initiated while the pip joint was in extension. Indications of wear on the fracture surface were not present. When a fracture has existed for some time, the two fracture surfaces will rub together and produce extensive wear on the surfaces. The absence of such wear on the fracture indicates a recent, fresh fracture. The overall appearance of the fracture suggests a rapid overload such as may occur if the open hand is used to arrest some force from a fall, for example. Conclusions: the fracture morphology was consistent with a rapid overload bending fracture mode. Fracture appears to have initiated with the pip joint in extension, or hyperextension. There was no evidence to suggest that the fracture had existed for a significant period of time.